Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. Review of the egms showed noise. An increase in capture threshold with a decrease in sensing and impedance were found. Noise was not reproducible with provocation testing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.